Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the patient was telling their healthcare provider that they were in pain. They were switched to a new hcp for an unknown reason. The new hcp took months to check the line; when they did, the line was twisted. Surgery was performed. When they were done, they put saline in the pump. The patient stated that a year prior to (B)(6) 2017 was when the saline was put in the pump. The patient also stated that the system worked for many, but not them. No further complications were anticipated.